Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure using bom 7mm extended length endoscope. It was stated that they used an nx sterrad model to sterilize their vh-1111 endoscope. It was also stated "it is causing scopes to fail and becoming physically compromised". The proximal end of the scope looks as if it is "melting". It was made aware that the nx sterrad model is not listed on getinge instructions for sterilization for vh-1111. No patient involvement.

Manufacturer narrative:
Corrected section: patient code changed to "no patient involvement" internal complaint number: tw# (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure using bom 7mm extended length endoscope. It was stated that they used an nx sterrad model to sterilize their vh-1111 endoscope. It was also stated "it is causing scopes to fail and becoming physically compromised". The proximal end of the scope looks as if it is "melting". It was made aware that the nx sterrad model is not listed on getinge instructions for sterilization for vh-1111. No patient involvement.